Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 19:51:20. During night drain cycle 5, the patient's ultrafiltration reading was 1218ml, indicating the home patient (hp) drained 1218ml more than their maximum programmed fill volume of 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.